Event description:
In 2005 the target lesion was treated with a taxus express 2 3.0 x 8 mm drug eluting stent. Since the implant the patient has experienced itching on patient's chest along with a rash on patient's back and chest. The patient presented to the hcp who treated the itching. According to the patient, the cardiologist believes the symptoms may be a response to the plavix regimen. Multiple attempts to gather more information form the hcp regarding this event have been unsuccessful.